Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer's blood glucose was 539 mg/dl at the time of the call. The customer stated she was having blood glucose because she was not delivering a bolus with her breakfast. The customer was concerned about her sensor glucose and blood glucose readings not matching. No additional information provided.